Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia: rbgl was 600 mg/dl [hyperglycaemia] piston rod didn't move when pressing the push button [device physical property issue] novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u [incorrect dose administered by device] taking the dose with syringe [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia: rbgl was 600 mg/dl(hyperglycemia)" with an unspecified onset date, "piston rod didn't move when pressing the push button(resistance to movement in device)" with an unspecified onset date, "novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u(partial dose delivery by device)" with an unspecified onset date, "taking the dose with syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes type 1", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "diabetes type 1", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date and ongoing for "diabetes type 1", patient's height: 140 cm patient's weight: 38 kg patient's bmi: 19.38775510. Dosage regimens: novopen 4: novorapid penfill: regimen1: breakfast 8u, lunch 12-14u, dinner 8-10u and sometimes it reaches to 14u (in case he ate fast food); regimen 2: unk (2drops from 12 iu); regimen 3: 1 u (as correction for rbgl 600 mg/dl); 2 u (as correction) tresiba penfill: regimen 1: 2 u; regimen 2: 3 u; regimen 3: 4 u; regimen 4: 18 iu, qd (morning) current condition: diabetes type 1 (from 8 years since patient was 2.5 years old) historical drug: tresiba flextouch, novorapid flexpen. Concomitant products included - vidrop(colecalciferol) omega rx) (non-codable): omega 3 supplement (from 2 years (ongoing), dose: 1 gummy/ day (oral) on an unknown date it was reported that novopen 4 didn't inject insulin as piston rod didn't move when pressing the push button, when adjusted to 12u (patient's dose) and pressed the dose button, the pen injected only 2 drops. The pen training was offered but the father asked from the patient's mother to perform the pen training during the call. The patient's mother confirmed the pen issue of novopen 4 as she stated that, the dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin and piston rod didn't move. This leaded to hyperglycemia, as his random blood glucose level (blood glucose) reached 600 mg/dl gradually, she didn't remember the start date of this event, but she mentioned that this increase lasted from 12 am to 5 am and was gradually at first measurement of her son's random blood glucose level (blood glucose) after taking his night dose of tresiba (basel insulin) was above 200 (unit not reported) and she gave him 1u of novorapid as a correction dose (she mentioned that 1u of novorapid correct 90 points) and at second measurement of her son's random blood glucose level (blood glucose) after taking his night dose of tresiba was above 300 (unit not reported) and she gave him 2u of novorapid as a correction dose. Hyperglycemia completely recovered on the same day after taking the dose with syringe. Reporter added that the patient was nearly to suffer from ketoacidosis, reporter gave him dehydration solution to avoid that. Batch numbers: novopen 4: mvg8e52 novorapid penfill: pr710w6, pr710w6, pr710w6, pr710w6 tresiba penfill: ps6kv40, ps6kv40, ps6kv40, ps6kv40 action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia: rbgl was 600 mg/dl(hyperglycemia)" was recovered. The outcome for the event "piston rod didn't move when pressing the push button (resistance to movement in device)" was recovered. The outcome for the event "novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device)" was recovered. The outcome for the event "taking the dose with syringe (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): possible piston rod didn't move when pressing the push button (resistance to movement in device): unknown novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): unknown taking the dose with syringe (inappropriate drug extraction with syringe): unknown company's causality (novopen 4) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): possible piston rod didn't move when pressing the push button (resistance to movement in device): possible novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): possible taking the dose with syringe (inappropriate drug extraction with syringe): possible reporter's causality (novorapid penfill) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): unlikely piston rod didn't move when pressing the push button (resistance to movement in device): unknown novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): unknown taking the dose with syringe (inappropriate drug extraction with syringe): unknown company's causality (novorapid penfill) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): possible piston rod didn't move when pressing the push button (resistance to movement in device): possible novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): possible taking the dose with syringe (inappropriate drug extraction with syringe): possible reporter's causality (tresiba penfill) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): unlikely piston rod didn't move when pressing the push button (resistance to movement in device): unknown novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): unknown taking the dose with syringe (inappropriate drug extraction with syringe): unknown company's causality (tresiba penfill) - hyperglycemia: rbgl was 600 mg/dl(hyperglycemia): possible piston rod didn't move when pressing the push button (resistance to movement in device): possible novopen 4 wasn't injecting whole the adjusted dose as the pen inject only 2 drops from 12u (partial dose delivery by device): possible taking the dose with syringe (inappropriate drug extraction with syringe): possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: concomitant products included - vidrop(colecalciferol), atorvastatine [atorvastatin], omega rx (non-codable): omega 3 supplement (from 2 years (ongoing), dose: 1 gummy/ day (oral), melga b12 (non codable) ongoing once daily. Treatment of the event hyperglycemia that the patient uses 4u as a correct dose from novo rapid penfills. Patient stored the insulin at room temperature 20-25-degree celcius.the operator of the novopen 4 at the time of the event was the patient's mother. The patient attached the needle to the pen in 180 degree angle. Patient not switched from another product recently and this was the first time which is treated for this indication. Received the product in original packaging, not experienced the same medication error in past. The medication error happened when the product was administered and due to technical complaint. The patient was trained in product usage process. The outcome for the event "taking the dose with syringe (inappropriate drug extraction with syringe)" was recovered. Investigation results: name: novopen 4, batch number: mvg8e52 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: pr710w6 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name: tresiba penfill, batch number: ps6kv40 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: outcome of inappropriate drug extraction with syringe was changed new concomitants were added. Treatment for hyperglycemia changed new dosage regimen added for novorapid\ stage in medication usage system and suspected reason for medication error were updated for partial dose delivered by device. Medical history updated investigation result updated in qc comment expected date of fu removed from EU/ca tab final report ticked in EU/ca tab malfunction updated to no is non-reportable updated to no narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill.